Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible has been completed. The device and data were not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Event description:
The user facility reported a 45-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported ischemia developing in the patient's impella inserted limb, during support. A distal perfusion catheter was placed, as treatment.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿